Manufacturer narrative:
A stryker product analysis center (pac) technician performed an evaluation of the customer¿s device for a non-critical issue and confirmed the reported issue. It was also observed the device did not turn on when the lid was opened. It was determined that the cause of the issues was the reed switch sw5. The customer received a replacement device and the device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not power on when the lid was opened. In this state, the device would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.